Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot the low bg; however, no response was received and therefore no additional information was obtained.